Event description:
It was reported that the patient was hospitalized due to post-operative pain at the incision sites, swelling and weakness in legs. Additional information was received that the patient underwent an explant procedure wherein all devices were removed. No further information could be obtained despite good faith effort.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8352700. Model: sc-8352-70. Serial: (B)(6). Batch: 7071265.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352700, model: sc-8352-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was hospitalized due to post-operative pain at the incision sites, swelling and weakness in legs.